Event description:
A total of 5 pt deaths occurred. Deaths occurred 2-3 hours after uneventful hemodialysis treatments. Cause of death for all incidents was heart failure. Analysis of water and concentrates did not show any abnormalities. No further info available, as center does not associate the deaths with the dialyzer but rather natural causes.